Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced a recurring incontinence. A surgical procedure was performed in which the aus was removed and replaced with a new one. No further patient complications were reported.